Event description:
A patient reported experiencing inaccurate erratic results with a ot basic enhanced meter. There are reading for two days. The patient's blood glucose results were 256mg/dl, 147ml/dl, 90mg/dl. Tests were done less than 10 minutes apart with a difference of 60%. The second day the patient's blood glucose results were 136mg/dl, 75mg/dl. Tests were done less than 10 minutes apart with a difference of 51%. Patient did not experience any adverse events. No further information has been reported.